Event description:
It was reported, the customer was experiencing high blood glucose. The customer's blood glucose was 323 mg/dl. Customer had treated their blood glucose with the insulin pump. It was also found the customer was sleepy due their high blood glucose. Troubleshooting found the customer's insulin pump was working as designed. It was also found the customer did not have a bent cannula after removing their infusion set. Customer also reported experiencing a low blood glucose of 47 mg/dl earlier in the morning. Customer stated the low blood glucose event was caused by the customer accidentally delivering an extra unit of insulin. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.